Event description:
A health care professional reported receiving a low adc reading of 470 mg/dl as compared to a laboratory reference reading of 698 mg/dl obtained within 10 minutes. The results when plotted on a parkes error grid fell "out of range" showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with controlled test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading of 470 mg/dl was found in the meter memory. All pertinent information available to abbott diabetes care has been submitted.